Event description:
In 2003, pt underwent carotid endarterectomy with implantation of vascu-guard. Approx one month post-op pt presented with pseudoaneurysm of the carotid artery, exact locale unknown. In a second exploratory surgery, patch and diseased portion of carotid was resected and replaced with saphenous vein graft. Explant was not made available to MFR for eval.